Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was not returned, confirming the reported premature deployment. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the xpert was removed from the packaging, the distal part of the stent was observed to be partially exposed/deployed. There was no patient involvement. There was no clinically significant delay in the procedure. A new xpert was used to complete the procedure with good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.